Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional test. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos gouge marks observed at the cutting edge and several other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had a cut failure, the evaluation also indicates the probe had an actuation failure. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. The exact cause of the actuation failure cannot be determined from the evaluation performed. The exact root cause for the cut and actuation failures could not be determined from this evaluation; therefore, no specific action was taken by the manufacturing site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutting failure of the probe occurred during a cataract/vitrectomy surgery, aspiration condition was normal. The surgery was completed after replacing the product with another one. There was no patient harm.